Event description:
It was reported by the affiliate that the (1) tct10 was used during a gastrectomy procedure. It was reported that two rows of staples (pt side) malformed. The surgeon put in some overstitches.